Event description:
On 01/30/00 the account reported a hemoglobin result of 5.5g/dl. The sample was repeated and was 10.0g/dl. The pt was redrawn and the hemoglobin was 9.9g/dl. There was no impact to pt management. No injury was reported.